Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, a 6f exoseal vascular closure device (vcd) did not turn fully black, and it came out. Manual compression was used to complete the procedure. There was no reported patient injury. The operator was trained in the use of the device, and the exoseal vcd was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. Suitability of the femoral artery was verified on angiography, including confirmation of the insertion angle between 30¿45 degrees. The vessel diameter was verified to be =5mm. No visible calcium or plaque was observed at the puncture site, and there was no stent or stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. A retrograde approach was used, and the exoseal vcd was utilized during an interventional endovascular therapy (evt) procedure. The patient¿s post-procedure status was reported as good. A non-cordis sheath was used. No difficulty was encountered in connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The device was not deployed outside the patient¿s body. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18417265 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿indicator window no change to indicator¿ could not be evaluated. Without the return of the device, and with no procedural films, the exact cause of the reported event could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 6f exoseal vascular closure device (vcd) did not turn fully black, and it came out. Manual compression was used to complete the procedure. There was no reported patient injury. The operator was trained in the use of the device, and the exoseal vcd was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. Suitability of the femoral artery was verified on angiography, including confirmation of the insertion angle between 30¿45 degrees. The vessel diameter was verified to be =5mm. No visible calcium or plaque was observed at the puncture site, and there was no stent or stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. A retrograde approach was used, and the exoseal vcd was utilized during an interventional endovascular therapy (evt) procedure. The patient¿s post-procedure status was reported as good. A non-cordis sheath was used. No difficulty was encountered in connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The device was not deployed outside the patient¿s body. The device will not be returned for analysis, it was discarded.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.